Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : device manufactured between october 04, 2018 to october 06, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.